Event description:
Customer reported during a normal saline infusion, the line was found separated with the open line pumping onto the floor and the distal end of the set still connected to the pt. No pt harm reported. Although requested, no further pt/event info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The product was received, investigation is not completed. A follow up report will be submitted with any new relevant info.